Event description:
It was reported that after sensitivity was reprogrammed on this right atrial (ra) lead, the health care professional (hcp) suspected loss of capture (loc). Additionally, high capture thresholds were observed. The hcp also had concerns regarding this lead delivering pacing as expected. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.